Event description:
It was reported that this patient with a cardiac resynchronization therapy defibrillator (crt-0) presented to the emergency room with light headedness. Upon review the left ventricular (lv) output was subtherapeutic. Additionally, there was a lot of variability on the right ventricular (rv) lead and some on the right atrial (ra) lead with out-of-range (oor) rv impedances. However, there was no observations of noise technical services (ts) noted since there is almost no rv pace deflection there is no extra signal and suspected it could be fusion. Ts discussed possible causes and recommended could consider to replace the pulse generator. The lv outputs was programmed higher and the physician may just continue to monitor. At this time, the crt-0 and non-boston scientific rv lead remain in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).